Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of atrial lead the patient experienced dizziness and shortness of breath (sob). Remote data received revealed high short interval counts (sic) and one electrogram (egm) with oversensing on marker channel. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, the patient experienced dizziness and shortness of breath (sob). Remote data received revealed high short interval counts (sic) and one electrogram (egm) with oversensing on marker channel. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead the patient experienced dizziness and shortness of breath (sob). Remote data received revealed high short interval counts (sic) and one electrogram (egm) with oversensing on marker channel. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.